Event description:
Information received by medtronic indicated that the customer had high blood glucose level of 30 mmol/l. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer had high bg's and suspend anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was monitored for 1 day. No unexpected pump suspend anomaly noted. Accessed the suspend delivery feature and suspended the delivery. Then selected resume and the pump resumed the basal delivery. The suspend delivery feature functions properly. The auto suspend feature was set to 1:00 hour. The auto suspend alarm properly displayed on the pump screen after an hour. The auto suspend feature functions properly. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the no delivery alarm listed in the formatted history file on the event date. (B)(6). No suspend anomaly noted. Unable to confirm alleged high bg's. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.